Event description:
It was reported that a ge field engineer received a shock from disconnecting a rotation cable on a prestilix 1600. Field engineer was hospitalized overnight for monitoring and was released.

Manufacturer narrative:
Ge field engineer did not disconnect power prior to servicing equipment as documented in service procedures.